Event description:
It was reported that the customer was hospitalized due to low blood glucose levels yesterday. It was stated that the customer bolused several times, and experienced low blood glucose levels. The caller did not have time to troubleshoot at the time of the call. The customer was currently using his back up insulin pump, and was doing fine. The caller stated that she would call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.